Event description:
Related manufacturer reference number: 1627487-2021-00972. Related manufacturer reference number: 1627487-2021-00974. Related manufacturer reference number: 1627487-2021-00977. It was reported patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own.¿ reprogramming was unable to provide effective therapy. Impedances were shown to be high in one of the leads. As a result, surgical intervention took place wherein the drg system was explanted and replaced with a scs system.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.